Manufacturer narrative:
The investigation was completed on 21-jan-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device g9512902 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar catheter and a sticky adhesive substance was on the catheter. They opened and removed a soundstar catheter from its packaging and noticed a "sticky adhesive" substance was on the catheter. The catheter was replaced and the issue resolved. The caller noted that it was a brand new catheter. The procedure continued with no further issues. No patient consequence reported. The ngen¿ generator was in use. Additional information was received. The issue on the soundstar catheter was noticed before use, as soon as the catheter was removed from the packaging and the catheter was not used on the patient. The material looked like remnants of tape, it was not moving and looked like white/transparent sticky adhesive. They do not have the packaging but they do have the catheter available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).